Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. The prograsp forceps instrument was analyzed and found to have a broken grip cable at the distal end. Fa found the grip cable dislodged at the proximal end, which is attributed to component failure. Signs of corrosion were also found on the instrument bearings and dried residue was found on the clamping pulleys, which are typically attributed to improper cleaning. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The probable root cause of the grip cable breakage is attributed to a component failure. This complaint is considered a reportable event due to the following conclusion: it was reported that the prograsp forceps grip cable broke, and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the grip cable breakage to occur.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, a cable from the prograsp forceps instrument broke while in use, and a fragment fell into the patient. The fragment was retrieved in the same procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cable broke while manipulating patient tissue. When the cable broke, a small piece of the cable fell into the patient. The fragment was retrieved with another grasper instrument. There was no harm to the patient.